Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 404 mg/dl. The customer was treated for the high blood glucose with a correction bolus that brought her down to 51 mg/dl. The customer treated the low blood glucose with food. The customer does not have extra supplies to trouble shoot but the customer stated that they will obtain more supplies and will call back to trouble shoot the insulin pump. No further information was provided.